Event description:
The customer reported that the system would display a negative image on the monitor after extended use. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative tightened all connectors to the display adapter printed circuit board and checked all video connections. The system was tested and found to be working as intended and put back in service.